Event description:
The fe reported the system failed to boot up. There are no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.